Event description:
As reported by the patient's mother, the patient experienced a corneal ulcer associated with lens wear. Medical attention was sought and an ulcer was diagnosed. An antibiotic was prescribed. Add'l info rec'd on (B)(6) 2014 indicates, the patient had recovered. Zymar and vigadex (regimen not specified) were prescribed. The eye care professional felt the issue occurred as a result of a lack of oxygenation on the cornea or lens.

Manufacturer narrative:
(B)(4). The device has not been rec'd from analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a f/u medwatch will be filed. Internal control number: (B)(4).